Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Our review of the device submitted to our facility was reviewed and found the broken edge of the catheter to be smooth, this is suggestive of contact with a cutting implement or other sharp surface; a review of our manufacturing line was unable to identify any tools or surfaces present in the manufacturing line that could have resulted in the observed defect. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review h3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system broke 2 days after placement, and the broken catheter tubing had to be surgically removed. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that catheter broke/separated after placement on (B)(6) 2019 (2 days after placing catheter for patient) broken catheter tubing removed surgically. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system broke 2 days after placement, and the broken catheter tubing had to be surgically removed. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that catheter broke/separated after placement on (B)(6) 2019(2 days after placing catheter for patient) broken catheter tubing removed surgically "